Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a portex bivona adult tts" adjustable neck flange hyperflex" tracheostomy tube balloon was broken and resulted in cuff leakage. This event occurred in a hospital after the device was in use with a patient for two hours, as observed by a nurse. The cuff patency was tested prior to use and was filled with sterile water. The tracheostomy tube was replaced with a new kit once the failure was observed. The leakage led to patient aspiration, which led to pneumonia. The patient was treated with antibiotics due to the pneumonia. The event was considered resolved. No permanent injury was reported.

Manufacturer narrative:
One 7.0mm tts¿ adjustable hyperflex¿ tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. Visual inspection of the device was performed using the unaided eye and under normal plant lighting. No obvious defects were found during visual examination. During functional testing, a syringe was used to insert 14cc's of air into the inflation line. The cuff of the device slightly inflated, indicating a leak. The device was then submerged in water and a small leak was observed slightly below the proximal cuff band. The device was removed from the water and the leak was examined microscopically. During examination of the leak, lines/scratch marks were observed along the cuff. The lines/scratches were observed to begin at the proximal cuff band and extended to the distal tip of the device. A concentration of scratch marks was noted above the location of the leak on the device cuff. Additionally, three other areas on the cuff appeared to have tears; however, the tears had not penetrated completely through the cuff material. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest a manufacturing defect.